Manufacturer narrative:
18 series of angiographic media from the index procedure were uploaded and reviewed by a bsc quality employee. No issues were noted during a review of the media which could likely have contributed to the complaint events of arrhythmia, bradycardia and the implantation of a permanent pacemaker.

Event description:
(B)(6) study. It was reported that atrioventricular (av) block, 2nd degree type ii av block and bradycardia occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received a loading dose of 325 mg of aspirin. A lotus introducer sheath was placed. Balloon valvuloplasty was performed. The native aortic valve was treated with deployment of a 27 mm lotus edge valve. Successful repositioning of the 27 mm lotus edge valve involved partial re-sheathing of the 27 mm lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. The subject discharged on aspirin and clopidogrel. Event summary: 120 days after index procedure, post transcatheter aortic valve replacement(tavr), holter monitoring revealed 2nd degree type ii atrioventricular (av) block. Per source, holter monitor was placed to know the presence of sinus rhythm with variable degrees of atrioventricular block and some episodes of second-degree type ii av block. During this monitoring period subject ventricular rates varied from 32 to 70 bpm and was bradycardic. Post electrophysiology consultation a new permanent pacemaker was recommended. On the same day of the event, a ddd (dual chamber) permanent pacemaker was implanted successfully and post procedure was uneventful. Post event electrocardiogram(ECG) revealed ventricular rate of 60bpm. The event was considered recovered and discharged with aspirin the following day.

Manufacturer narrative:
B3 date of event corrected from (B)(6)2019 to (B)(6)2019. B5 describe event or problem updated. B6: relevant tests/laboratory data: new information.

Event description:
Reprise IV study. It was reported that atrioventricular (av) block, 2nd degree type ii av block and bradycardia occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received a loading dose of 325 mg of aspirin. A lotus introducer sheath was placed. Balloon valvuloplasty was performed. The native aortic valve was treated with deployment of a 27 mm lotus edge valve. Successful repositioning of the 27 mm lotus edge valve involved partial re-sheathing of the 27 mm lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. The subject discharged on aspirin and clopidogrel. Event summary: 120 days after index procedure, post transcatheter aortic valve replacement(tavr), holter monitoring revealed 2nd degree type ii atrioventricular (av) block. Per source, holter monitor was placed to know the presence of sinus rhythm with variable degrees of atrioventricular block and some episodes of second-degree type ii av block. During this monitoring period subject ventricular rates varied from 32 to 70 bpm and was bradycardic. Post electrophysiology consultation a new permanent pacemaker was recommended. On the same day of the event, a ddd (dual chamber) permanent pacemaker was implanted successfully and post procedure was uneventful. Post event electrocardiogram(ECG) revealed ventricular rate of 60bpm. The event was considered recovered and discharged with aspirin the following day. It was further reported that 2 days after index procedure, post tavr, holter monitoring revealed 2nd degree type ii av block. 120 days after the index procedure, the previously reported ddd (dual chamber) permanent pacemaker was implanted successfully and post procedure was uneventful.